Manufacturer narrative:
This report is submitted on january 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced retention issues at magnet site; subsequently the patient underwent skin flap revision surgery in (B)(6) 2017 (specific date not reported). The implanted device remains.